Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology, as the bi-leaflet prolapse of the leaflet segments likely contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The first mitraclip was placed in a central position and leaflet assessment was performed. The clip was deployed; however, after deployment, the clip was noted to have detached from the posterior leaflet. Two additional clips were deployed to stabilized the clip and reduce the mr. One clip was implanted lateral of the first clip and the second was implanted medial of the first clip. The mr was reduced from grade 3 to grade 1. No additional information was provided.